Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No further details were provided by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery compartment crack observed in thread area. Battey cap is able to fully tighten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.